Event description:
It was reported that anomalous pressure curve was visible on the ventilator. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that anomalous pressure curve was visible on the ventilator. Our field service engineer investigated the ventilator on site and could not reproduce any failures. The ventilator is suitable for clinical use. No further issues were reported regarding the reported event of anomalous pressure curve. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).